Manufacturer narrative:
Conclusion: investigation is still in process.

Event description:
It was reported that allegedly, the transformer is burning. It is unk if there was pt involvement or if there are adverse consequences to report.